Manufacturer narrative:
The device was returned to the repair facility for evaluation. Visual and functional inspection identified a broken charged coupled device (ccd), including rust on the adapter. A probable root cause was not identified for any of the evaluation findings. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
During product investigation it was discovered that the charged coupled device (ccd) was broken and there was rust on the adapter. There was no patient involvement.